Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions to reset the pump, guiding the caller through the process. Following the reset, the pump no longer displayed the cgm error code, and the caller was able to successfully start their sensor session.